Manufacturer narrative:
Evaluation summary: we checked the returned product and passed the electrical safety test. No problems were detected with the product.

Manufacturer narrative:
(B)(4). The loaner endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and put back into loaner inventory. Model ec-3890li (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 07-feb-2022, a device history record(DHR) review for model ec-3890li (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 27-jan-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 27-jan-2010. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported no air from processor involving pentax medical video colonoscope, model ec-3890li (B)(4). The event timing and location are unknown. No death or serious injury was reported.